Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that a revitan stem implanted in (B)(6) 2016 had fractured. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: ap and second view x-rays dated (B)(6) 2017 show the situation approximately one year after the implantation of the revitan stem. Both x-rays show four remains of cerclage cables along the anterolateral side of the revitan stem, which are overgrown by bone. On the ap view a circular osteolytic area is seen medially at the level of the trochanter minor. Along the distal two thirds of the medial side of the proximal stem part there is a radiolucent area recognizable. Along the medial side and the distal half of the lateral side of the distal stem part there are radiolucent gaps visible between the cortical bone and the stem. The second view shows an osteolytic area in the proximal half region of the trochanter minor. A radiolucent gap is visible along the anteromedial side of the proximal stem part which extends to the middle region of the distal stem part. A radiolucent line is seen along the posterolateral side of the proximal stem part. The cortical bone just below the uppermost cerclage fragment does not seem to be completely consolidated. Posterolaterally, along the middle third of the distal stem the cortical bone is small and irregular bordered. Two pelvis overviews dated (B)(6) 2020 show the proximal part of the revitan stem slightly tilted to medial. Lateral to the tilted proximal stem part there is a sclerotic line visible. Just below the uppermost cerclage fragment, at the level of the junction between the proximal and distal stem parts, there is a femoral fracture line recognizable. Medially, at the level of the trochanter minor there are two circular osteolytic areas visible, and at this level the bony structure near the implant appears inhomogeneous. A CT scan dated (B)(6)2020 shows a fracture of the revitan stem at the connection between the proximal and distal part as well as a femur fracture at the same level. Implantation report of (B)(6) 2016: from the report at hand the following relevant information can be summarized. The diagnosis section mentions a loosening of the stem respectively acetabular polyethylene wear of the left total hip arthroplasty (tha) and extensive polyethylene - induced femoral / peri-acetabular osteolysis (mecrofit cup / polyethylene insert 32 mm). The primary tha was implanted in 1990 and revised on (B)(6) 1993 using a revision hip arthroplasty including a cemented straight stem. The operating section states that a left tha (depuy pinnacle sector cup 62 mm, biolox delta ceramax insert 62/36 mm, zimmer biolox delta head 36/+3.5 mm, revitan proximal stem 65 mm, revitan distal stem 22/200 mm, kinamed 4-fach supercable) was implanted using a transfemoral osteotomy. The technical procedure concerning the implantation of the revitan stem can be summarized as follows. After dislocation of the joint, the subsided loosened femoral stem and the titanium shell are removed. The cement is removed from the medullary canal. A diaphysis cerclage is applied and a revitan trial stem is mounted on the table and then implanted under fluoroscopy check. Due to an axial subsidence, the trial stem is removed and a new trial revitan stem (proximal 65 mm and distal 22/200) is inserted. The stem is impacted into the diaphysis under fluoroscopy check and a torsionally stable anchorage is seen. The trial head is placed and the prosthesis is reduced. There is a stable, luxation-free situation. According to the fluoroscopy check there are correct bony conditions with a good endomedullar bone contact of the trial stem. All trial components are removed and the medullary canal is debrided and irrigated. The definite distal stem with the mounted proximal trial part is inserted and torsionally stable anchorage is achieved. The distal component is impacted to the appropriate implantation depth and the definite proximal stem part, size 65 mm, is anchored using the torque wrench. The definitive biolox delta head is applied on the stem taper and the hip is reduced. The position of the components in relation to the bony structure is checked under fluoroscopy and found to be according to the planning. The joint space is irrigated, the osteotomized femoral halves are re-adapted around the proximal component, temporary anchored by means of a clamp and then secured with a triple circular cerclage. Revision report of (B)(6) 2020: from the revision report at hand the following relevant information can be summarized. The diagnosis section reports a periprosthetic femur insufficiency fracture and a fatigue fracture of the connection area between the distal and proximal part of the revitan stem. The technical procedure section states that the skin incision is made through the old scar and extended distally. As the change of the proximal stem component is necessary, including removal of the bony-anchored distal stem component, the three proximal circular cables are removed and then an extended femoral osteotomy is done. Successive transfemoral exposure of the enclosed femoral stem is made with careful loosening of bony-integrated surfaces using a chisel. The proximal stem is extracted by hand from the acetabular cavity respectively from the trochanteric bed. A hole is drilled in the lateral side of the stably anchored distal stem, is loosened from the bone using long chisels and then knocked out. Further, the report describes the steps to implant a new revitan curved distal stem size 20/200, revitan proximal stem size 105 mm and a biolox delta head size 36m. The remained trochanteric gap is filled with a mixture of orthos-granulat and autologous cancellous bone. Product evaluation: visual examination: in the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For better handling, the parts were disassembled. Before the disassembly the stem to head position was marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 0 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. On both fracture surfaces polished areas and some damage can be seen. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the face surface of the proximal and distal stem parts damage from revision can be observed. On the proximal stem part, the face surface of the medial shoulder is slightly polished. On the distal stem part, wear marks can be seen on the medial face surface and on the inner edge of the posterior shoulder. Marks from the proximal trial part can be seen on both the medial and lateral face surface of the distal stem part. Revision damage in the form of coarse scratches and instrument marks can be seen on the proximal part of the revitan stem. There are no signs of bone on growth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an approximately quarter circumferential stripe with surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material and fretting. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter instrument marks and polished areas can be observed on the anterior, posterior and lateral side. Revision damage in the form of coarse scratches, drill marks and a bore hole can be observed on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible on the entire anchoring surface. The biolox delta head appears inconspicuous. There are some metal smearing's at the bevel and bottom surface most probably deriving from the revision surgery. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: based on the received information the revitan stem was implanted in (B)(6) 2016 in combination with a product from a competitor (depuy pinnacle sector cup and biolox delta ceramax lnsert). This combination is not approved by zimmer biomet and has to be considered off-label use. The revitan stem was revised approximately 4 years and 1 month later due to a fracture at the connection pin and a periprosthetic femur insufficiency fracture. The investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimetres below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favoured the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an approximately quarter circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. The x-rays taken one year after the implantation of the revitan stem show a situation with osteolytic areas and radiolucent areas / gaps around the proximal stem part. Five days before revision, a tilting to medial of the proximal stem part and a sclerotic line along its lateral side is radiologically visible. In addition, medially to the proximal stem part, osteolytic areas and an inhomogeneous bony structure can be recognized. At the level of the junction between the proximal and distal stem parts there is femoral fracture line visible. A CT scan taken one day before revision shows the fracture of the stem at the connection pin as well as a femur fracture at the same level. As the complete x-ray follow-up is not at hand the bone situation and the development of the osteolysis around the revitan during the time in vivo stays unknown. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem. At the time of implantation in (B)(6) 2016 this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, from a biomechanical point of view the proximal bone support of the revitan stem can be interpreted as suboptimal at least starting from (B)(6) 2017. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. As there is no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14; catalog#: 0100402065; lot#: unknown. Biolox delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14; catalog#: 00877503602; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer received x-rays and other source documents for review. The manufacturer received the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture.